Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further specified. Peritonitis was manifested by stomach pain and diarrhea. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date, a few days prior to receipt of this report, the patient was treated with an unspecified antibiotic (intraperitoneally, dose, duration and frequency not reported) as a treatment for peritonitis. On an unreported date, the patient was recovered from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The date of onset of the peritonitis event was reported to be about three weeks prior to receipt of this report. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.